Event description:
The male pt had a cypher stent implanted in the mid left anterior descending lesion in 2007. Approx five months post index procedure, the pt experienced restenosis and another cypher stent was used to treat the lesion.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.